Event description:
Three people reported having dermal irritation on their hands while wearing these gloves. The irritation was temporary and did not require medical intervention. This is three (3) of three (3) medwatch reports being filed for this event.